Manufacturer narrative:
Concomitant medical products: 0148 lead, implanted (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after receiving a shock. A remote monitoring transmission indicated that the patient had been treated for an episode ventricular fibrillation (vf) but the rhythm was suspected to be atrial tachycardia/atrial fibrillation (at/af) with rapid ventricular response. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.